Manufacturer narrative:
(B)(4). Medical product - oxf twin peg cmntls fmrl sm , item 161473, lot 3050579. Therapy date - (B)(6) 2018. Medical product - oxford cementless tibia c lm , item us1665741, lot r3050470a. Therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00893 and 3002806535-2018-00894.

Event description:
It was reported that a patient had a revision of knee due to pain and instability.

Event description:
Revision of knee due to pain and instability.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.